Event description:
It was reported that the patient had a return of parkinson's symptoms and an open circuit detected upon impedance check. The circumstances that may have led to the issue were unknown. Computer check was performed and open circuit identified. Used twist lock screening cable to confirm that the cranial lead was intact and that it was the extension that needed replacing. The extensions were replaced and the issue was resolved at this time.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.